Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back and stated she wanted to change to program 3 but needed aaa batteries for her programmer so would call back later for assistance. She called back and was reviewed proper positioning of batteries and when she replaced the batteries the patient programmer powered up and she was already on program 3 and stimulation was on. She decided to increase setting and stated that she could feel stimulation.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. Therapy was working well up for about 2 weeks up until (B)(6)2016 when the patient noticed a bit of urgency. The patient needed help making adjustments to therapy strength. The patient confirmed stimulation was on using the patient programmer, set on program 3 at 0.6v. The patient tried increasing stimulation and noticed they gave themselves quite a jolt, felt stimulation in their vagina labia area, and it was uncomfortable. The patient didn't know what to do next. The patient decreased stimulation and the uncomfortable jolt went away, but they had soreness in that area that lasted for 2 days and had gone away. The patient used to feel stimulation in the vagina and rectum since implant. The nurse said the rectum was probably the better place to feel stimulation. The patient increased the amplitude and felt stimulation in the correct area. The patient would have an appointment with their health care provider (hcp) on (B)(6) 2016. On (B)(6) 2016, the patient was at 9v and wondered if that was normal. The patient still felt some urgency sometimes and had accidents. They increased to 8v to see if it would help. The hcp told the patient to do their kegels, but it was not that convenient to do. The patient was going to see what symptoms they had at 9v before they filled out the paperwork that was sent. The patient's hcp told them to change programs. On (B)(6) 2016, the patient changed from program 3 to program 4 to program 1. The patient felt uncomfortable stimulation at 1.6v and decreased to comfort level. The patient was feeling comfortable stimulation. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received as patient reported the uncomfortable stimulation sensation. Patient had a little bit of a problem with discomfort. Patient had started out with the 4th program and had discomfort so then switched it to program 1. Patient still felt discomfort after she changed the program. Patient called the doctor to tell him about the discomfort and they told them to change the program to a different one. The patient stated the hcp did not specify which program to try. Patient in changing from p1 to p2 and increase stimulation until it was felt comfortably. Patient was advised to use programmer to turn the stimulation. Additional information received, patient reported the soreness/discomfort in pelvic floor area. Patient had feeling of some discomfort but it went away. Program 4 was not helping urinary symptoms so they changed programs. Patient had tried decreasing stimulation and it did not seem to help. Patient turned ins off yesterday, now not feeling discomfort.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.